Event description:
It was reported that a user contacted support to reinstall and pair the ilet app after accidental deletion, successfully paired, synchronized data, and then observed a blood glucose of 237 mg/dl with a flat trend on the ilet and ilet app. Symptoms included no reported symptoms associated with the elevated glucose. Outcomes included no alerts or alarms and no medical interventions beyond allowing the ilet to correct. Investigation included customer support troubleshooting, confirmation of successful app reinstallation and device pairing, and data synchronization review. Investigation of this case revealed appropriate device function with no device alarms, suggesting hyperglycemia of unclear cause unrelated to a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.